Manufacturer narrative:
(B)(4). Medical devices: 00595203010, prolong cr-flex nxgn art surf, 62036138, 00575001502, precoat cr-flx gender nxgn fem, 62075663, 00598009000, stem extension replacement screw, 62056079, 00596009900, taper stem plug, 62048805. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03084, 0001822565 - 2018 - 03083, 0001822565 - 2018 - 03086, 0001822565 - 2018 - 03087. Discarded.

Event description:
It was reported that a patient underwent a revision procedure six years post-implantation due to pain and stiffness. Attempts have been made and additional information on the reported event is unavailable.